Event description:
Nurse supervisor (ns) reports two incidents of blood leaks that occurred with CT 190g dialyzers. The blood leaks were noted in the middle of treatment and were confirmed by hemastix. Treatments were stopped and restarted with new disposables and continued without incident. Estimated blood loss was 250cc per incident. The first dialyzer has been used eight times and the second dialyzer has been used fifteen times. Ns reports that there were no patient injuries or medical interventions associated with these incidents.